Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving bupivacaine 20mg/ml at 4.996 mg/day via an implantable pump. It was reported that the patient is having her pump and catheter moved to the opposite side of the abdomen due to the fact the patient has lost weight and the pump is moving in the pocket.